Manufacturer narrative:
(B)(4). The insulin pump was received with battery cap. The pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test and occlusion test due to physical damage. However, pump was received with operating currents within specs. The pump passed rewind, seating, basic occlusion and force sensor test. No unexpected low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage (loaded vlith) are within specs. The pump was programmed with test guardian link and the glucose sensor simulator. The pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed value properly on the display graph. No pump / sensor communication anomalies were noted. Pump was received with minor scratched display window and case.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The mother stated the insulin pump clear reservoir rim is coming up. Also, reported short battery life and the transmitter is not connecting. The customer was advised that the insulin pump will need to be replaced. The mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Findings: unit received with battery cap. Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test and occlusion test due to physical damage. However, unit received with operating currents within specification. Unit passed rewind, seating, basic occlusion and force sensor test. No unexpected low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Unit was programmed with test guardian link and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. No pump / sensor communication anomalies were noted. Unit received with minor scratched display window and case.